Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for an evaluation and the complaint is confirmed. During a visual inspection of the sample, it was noticed that the film of the cassette was damaged. A microscope was used to inspect the damage and confirmed it to be a pinhole in the cassette film area. No other damage on the hard plastic of the cassette was found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) patient reported that the patient had encountered an issue during fill 5 of 5 of the pd treatment. The treatment was discontinued and while removing the cassette from the cycler, the patient's contact noticed a fluid leak inside the cassette compartment area. Upon follow up, the patient's contact confirmed the report and stated that no treatments were missed as the patient used manual supplies to complete the rest of the treatment successfully. The cassette/tubing set in question was made available for return. During additional follow up the patient's pd nurse reported that the patient's effluent remained clear. It was cultured and was negative. No antibiotics were prescribed.